Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "pacer disabled", "system fault 36" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.